Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and aneurysm enlargement. Tgt3115/8401044 = UDI: (B)(4); tgt3710/8269950 = UDI: (B)(4); tgt3715/8259119 = UDI: (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a thoracic aortic aneurysm using three gore® tag® thoracic endoprostheses. No issues were reported. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. On (B)(6) 2011, one year follow-up imaging showed that the diameter of the aneurysm was 53mm. No issues were reported. On (B)(6) 2012, two year follow-up imaging showed that the diameter of the aneurysm was 53mm. Another type iii endoleak was newly identified. The origin and cause of the endoleak was reported to be unknown. Subsequent follow-up imagings showed that the endoleak persisted. On (B)(6) 2015, five year follow-up imaging showed that the diameter of the aneurysm enlarged to 58mm. The endoleak reportedly persisted. According to the cro in (B)(4), no further information is available.